Manufacturer narrative:
According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), potential adverse events that may occur and / or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2005, this patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. On (B)(6) 2019, follow up examination revealed a distal type I endoleak due to lack of aortic seal. The lack of aortic seal was caused by disease progression. No aneurysm enlargement was reported. On (B)(6) 2019 a reintervention was performed whereby a gore® tag® thoracic endoprostheses (tg3715) was implanted to treat the distal type I endoleak. Distal seal zone measurement is unknown, however the device used in the reintervention was up-sized by a factor of two from the original devices implanted. The endoleak was resolved and the patient tolerated the procedure.